Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced diabetic ketoacidosis, high blood glucose level of 400 mg/dl and was hospitalized on (B)(6) 2017. The customer had symptoms such as dehydrated and vomiting. The customer was treated with needle. The customer declined troubleshoot for high blood glucose levels and no delivery. The customer was not wearing the insulin pump less than 48 hours prior during the hospitalization. The insulin pump will not be returned for analysis.